Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-17127. It was reported that the patient presented in clinic for a follow-up with bradycardia. A chest x-ray revealed that the right ventricular and right atrial leads exhibited dislodgement. The leads were repositioned on (B)(6) 2021. The patient was stable.